Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5084878. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified 0.2 micron filter set was leaking from the edge of the filter; no visible crack or damage. This was noted during use of the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.